Manufacturer narrative:
E1 phone number: (B)(6). One device was received for investigation. The device was functionally tested, but the investigation could not duplicate the reported issue. However, the investigation identified downstream occlusion seal damage. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Based on the results of the investigation, the reported complaint could not be confirmed. The dso seal was replaced and the device passed all testing.

Event description:
The pump shows the same error as a month ago. The event occurred during annual testing at hospital mtu. There was no patient involvement and no human harm.